Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 24mm amplatzer septal occluder was selected for implant using a 10f non-abbott delivery sheath. It was noted via fluoroscopy, that during procedure the occluder exhibited a cobra deformation when being deployed. The deformed 24mm amplatzer septal occluder was never released from the delivery cable while inside the patient. There was no interaction with cardiac structures during deployment of the deformed occluder. There was no angulation or kink noticed in the delivery system. The 24mm amplatzer septal occluder was not damaged or mishandled in any way during device preparation. The decision was made to remove the 24mm amplatzer septal occluder and complete the procedure using unknown methods. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects reported the patient was stable at the time of report.

Manufacturer narrative:
An event of device deformity was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined. Please note that per the instructions for use, the minimum recommended the size delivery system for use with a 24 mm amplatzer septal occluder is an 9f.